Event description:
Meter was set to the incorrect unit of measurement. The pt went to visit the physician due to the readings on device and the physician advised a lab test. The lab result was 173 mg/dl and the pt did not received any treatment. Pt did not recently go into the meter settings and change the unit of mesurement. This case is being reported as a malfunction, since the unit of measurement appears to be a 'spontaneous occurrence' and not caused by changing the battery; or by the pt accidentally changing the settings.